Event description:
It was reported that the customers blood glucose (bg) level was displayed as "low"; however, a specific value was not provided. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer consumed glucose tablets to address bg. Customer updated their settings to address the event.